Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. Device evaluation: thrombus was confirmed in the evaluation of the pump. The pump was returned assembled with driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit wand the sealed outflow graft were returned. The outflow graft bend relief was not returned. An unattached bend relief collar was also returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball and the inlet section of the rotor. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6)2017, the patient¿s pump was received by the manufacturer; however, a specific reason for the explant and return was not provided. On (B)(6)2017, during the evaluation of the returned pump, thrombus was found on the inlet bearing ball and cup and the inlet section of the rotor. Additional information was requested, but was not provided.

Event description:
Additional information: it was reported that the patient was admitted to the hospital on (B)(6) 2017 with an increased lactate dehydrogenase (ldh) level of approximately 2300 u/l associated with tea colored urine and slight elevation of creatinine/decreased hemoglobin. It was also reported that the pump sounded subtly rougher than normal. The patient received a heart transplant on (B)(6) 2017.